Event description:
The user received erroneous troponin t results for one pt sample in a polystyrene 16 x 75 mm tube. The initial result was less than 0.010 ug per l. The user stated they repeat all results from previously unk pts. The repeat results were 0.095 and 0.094 ug per l. The initial result was not reported. If additional info is received, appropriate notification will be provided.